Manufacturer narrative:
(B)(6). Date of implantation is an unknown date four years ago. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation, an unknown date four years ago. Part manufacturing date: march 14, 2013; part expiry date: february 28, 2023; manufacturing location: depuy synthes ¿ (B)(4); lot: 7276759; part: 02.123.024s device history record (DHR) review: a review of the DHR revealed no non-conformances. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the blank material DHR revealed lot 7083058 met all specifications with no non-conformances or rework noted. A review of the raw material DHR revealed lot 6967929 had no relevant nonconformance reports (ncrs). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery due to fracture non-union. The locking compression plate (lcp) periarticular proximal humerus plate was subsequently noticed to be broken, so it and the associated screws were explanted and replaced with a new periarticular proximal humerus plate & screws. The surgeon also packed the non-union site with a mix of vivigen and dbx (bone graft substitute). The original implantation of the lcp periarticular proximal humerus plate was done four (4) years ago after the patient sustained a gunshot wound. The procedure outcome was successful with no reported delay. The patient status is stable after the procedure. Concomitant devices: trauma screws (part: unknown, lot: unknown, quantity: unknown) this report is for a 3.5mm lcp periarticular proximal humerus plate. This is report 1 of 1 for (B)(4).